Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noticed. The issues was resolved by changing to a backup instrument. There are no photographic images or video recording available for review. Patient information was not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end and. The complaint regarding gripe wire failure was confirmed by failure analysis.

Event description:
It was reported that there was a broken/frayed cable with a da vinci product. The customer reported event has no report of patient injury.